Manufacturer narrative:
The synchromed ii pump serial number is within the suspected population of infusion devices that are potentially missing propellant as described in medtronic's physician letter dated may 2008. (Synchromed ii missing propellant recall, dated may 2008, z# pending).

Event description:
It was reported that following each refill session, the patient would experience underdose or of feeling "overmedicated"; unspecified symptoms. The patient was at home at the time of this report. The hcp advised the patient that the device was under a recall and that he wanted to explant the device. Additional information has been requested from the hcp, but was not available as of the date of this report.